Event description:
It was reported that during a wisdom teeth removal surgery that the tip of the bur broke off. It was also reported, that the broken parts were located and removed and an x-ray was carried out to determine this. It was further reported that there was no patient injury and another bur was readily available to successfully complete the procedure.

Manufacturer narrative:
The device allegedly involved in this event was returned for evaluation. The returned product was visually examined to determine where the breakage occurred on the bur. It is confirmed that the bur head was not present on the shank. It was determined that the potential root cause was a partial or incomplete join between the two materials, stainless steel at the shank and carbide at the head of the bur. Product lot number information has not been provided,